Event description:
The customer reported to olympus that when using the easysuite 4k-2500 dual, I the operating room monitors (a and b) had power issues and fell. The issue was found during a diagnostic laparoscopy procedure and the monitors were switched out. There was no delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was repaired and verified according to the original equipment manufacturer (OEM). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The customer reported the monitors were not powering on, but the staff was able to get monitor a to come back after moving the arm around. Monitor b would no longer power on even after attempts to troubleshoot. The monitors did not fall as initially reported. The monitors were replaced to resolve the issue. Per the legal manufacture, one surgical display becoming inoperative/unusable is not likely to cause or contribute to death or serious injury if the malfunction were to recur because another monitor is functional and results in no patient impact.